Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system separator 8 (sep8). During the procedure, the physician used the sep8 with an indigo system catheter 8 (cat8) for an extended time due to the amount and tenacity of the thrombus. The physician attempted to use lytics to soften the chronic thrombus in between aspirating with the cat8 and sep8. While being used to remove thrombus, the tip of the sep8 broke off within the patient. Therefore, the sep8 tip was compressed against the vessel wall by a stent in the patient¿s left common iliac vein. The procedure was then continued using the same cat8. There was no report of an adverse effect to the patient.